Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with abdominal sacrocolpo, repair of enterocele, and bso due to recurrent vaginal vault prolapse and enterocele. It was reported that the patient underwent diagnostic cystoscopy on (B)(6) 2012 and bilateral inguinal hernia repair with unk mesh on (B)(6) 2006 due to bilateral inguinal hernias. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 04/22/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, organ perforation, recurrence and neuromuscular problems. It was reported that patient underwent open incisional hernia repair with unk mesh by dr. (B)(6) due to incisional hernia llq on (B)(6) 2011 and exploration of abdominal wall with evacuation of complex hematoma and placement drain on by dr. (B)(6) due to abdominal wall collection and complex hematoma on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 to treat recurrent vaginal vault prolapse with a large enterocele and cuff descent and mesh was used. During a prior surgery on (B)(6) 2004, ams monarc had been implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.